Manufacturer narrative:
The battery, bat209347, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed since the device was not returned. Log file analysis revealed that a critical battery alarm occurred on (B)(4) 2016 at 01:32:16. The data point prior to the critical battery alarm, at 01:18:04, revealed that  the battery was at 49% relative state of charge (rsoc). During the critical battery alarm, the battery dropped to 7% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 7% rsoc may be indicative of an estimation error. The data point after the critical battery alarm, at 01:33:06, revealed that the bat209347 was replaced. The most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a "critical battery" alarm was detected during controller log file analysis. The battery had not discharged to less than 10%. Of note, the battery was performing abnormally during the implant procedure, but worked fine afterwards until the alarm occurred. The battery was subsequently exchanged with no reported consequence or impact to the patient. No further information has been provided.